Event description:
A remstar plus c-flex device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam needs to be replaced to address the issue. Additionally, the device displayed error codes e065(err_stuck_encoder_a) and e030(err_motor_spinup_flux_high) and found dust contamination. The device was scrapped.